Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed since the problem could not be replicated. One 4.2 fr s/l broviac catheter was returned for investigation. The catheter exhibited evidence of use. Sutures were tied around the catheter 3.2cm and 2.3cm proximal to the cuff. The cuff was discolored yellow from use. The catheter extended 10.3cm from the distal end of the cuff. A functional test revealed no leaks in any part of the returned device. As the reported event could not be replicated with the returned device, the complaint of a subcutaneous leak was unconfirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that tpn was administered after device was implanted. Physician noted a subcutaneous leak in the catheter, the device was removed. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that tpn was administered after device was implanted. Physician noted a subcutaneous leak in the catheter, the device was removed. No patient injury reported.